Event description:
It was reported by the customer that the safestep huber needle was leaking at the medegen y-site once a needlefree connector was attached. It was reported this occurred with one device and did not happen immediately but on day 2 or 3 of use. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed. One photograph of a 20g infusion set w/valved y-site was returned for evaluation. Inspection of the photograph found that red liquid was present between the septum and housing of the y-site. No damage to the components was visible in the photograph. Based on the available material for review, the complaint is confirmed. The product IFU states, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿. This complaint will be recorded for future trending and monitoring purposes.